Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that the patient had a revision surgery due to pump malposition with his artificial urinary sphincter (aus).the aus control pump was relocated in scrotum. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.